Event description:
The reporter's husband, a newly diagnosed diabetic, did a meter to lab comparison test and got a result of 276 mg/dl on his meter and lab result was 228 mg/dl. Tests were done one after the other. There were no symptoms. A control solution test was within range (numbers not available). Lifescan rep and reporter reviewed cleaning, coding, sample application, use of control solution and strip storage.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8